Event description:
It was reported that the screw was very difficult to insert and finally the graft was not secure at all. Updated swit 18-jan-2021: the screw was very difficult to insert and finally graft was not secured at all. The screw was used to secure a btb graft in the tibial tunnel. 9 mm screw in a 10 mm tunnel diameter. The screw does not climb on the bone block but push the bone block despite the fact that guide wire was well positioned. The surgeon had then removed the screw and use a smaller one 8 mm. This time screw was on the bone block but did not hold the graft (poor fixation). The surgeon removed the screw and used a 10 mm screw from a competitor to finish the surgery successfully. No harm or adverse event for patient, operator or third party was reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.